Event description:
During a tooth extraction procedure the handpiece overheated and the patient received a thermal burn injury to their lip on the right side. No medical treatment was required at the time of the incident and the patient is reported to have healed normally without need for additional medical treatment.